Manufacturer narrative:
Method = x-ray. Evaluation summary: the received explanted device exhibits moderate host tissue overgrowth encroaching onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 11mm. Host tissue fused leaflets 1 and 3 at commissure 1 by 5mm. The free margin of leaflet 1 was also folded onto itself (3mm) by host tissue. No other visible damage was observed on any of the leaflets. X-ray indicates no leaflet calcification. Device evaluation confirms host tissue overgrowth (pannus) as the primary cause of the reported leaflet malfunction leading to regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
Multiple attempts with the healthcare provider to obtain medical records and echocardiography imaging have been unsuccessful. Without additional information and device evaluation, no further investigation into the root cause of this event can be performed. The subject device is schedules to be explanted on (B)(6) 2013, then returned to edwards for evaluation. Additional information and evaluations will be reported once received/completed.

Event description:
It was reported by the surgeon that an edwards mitral bioprosthetic valve which was implanted in (B)(6) 2010 ((B)(6) months ago), and the patient now has 3-4+ mitral regurgitation. Surgeon states one of the leaflets appears to be failing. Report indicates last year's echo showed a normally functioning bioprosthesis. The valve is scheduled to be explanted on (B)(6) 2013, and will be returned to edwards for evaluation. Patient records have been requested but not yet provided by the healthcare provider.

Event description:
Operative findings indicates, " this (B)(6) gentleman had his mitral valve replaced 3 years ago with a bioprosthetic valve. More recently on occasion of his having bouts of paroxysmal atrial fibrillation, he was brought in for cardioversion and he had also a te echo to rule out clot in the left atrial appendage for the procedure. At that time, he was found to have severe mr." Operative details indicate, "the mitral valve was then exposed and on gross examination from the atrial side, the 3 year old bioprosthetic valve looked perfectly normal; however, once we detached the upper margin and we were able to see the undersurface, that is the ventricular side of the valve. We could identify a scar tissue (pannus) extending to one of the leaflets of the bioprosthetic valve and this was because of the valve being insufficient" the subject valve was explanted and replaced with another edwards bioprosthetic valve, patient tolerated the procedure well and transferred to ICU in stable condition.